Manufacturer narrative:
(B)(4). Batch # n5668n. Additional information requested and received: what is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Also, you have reported two sales units for both cartridge reloads. Did the same issue occur with the whole sales units? Patient status : fine. No change in post op care as a result of this event. Both cartridges has issue, one post firing & second pre firing during cartridge loading. Investigation summary: the analysis results showed that one gst60t reload was received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, post firing on antrum with plee60a combination of gst60t, when tried to remove cartridge post firing couldn't able to unload it and when tried repeatedly came out found metal base is separated and stuck in cartridge jaw. Second cartridge wasn't able to be loaded as couldn't insert into cartridge jaw due to metal base is out of its position. Procedure was delayed by twenty minutes. Procedure was completed successfully. Patient consequences were not reported.